Manufacturer narrative:
Concomitant medical products: patient medications include; atenolol, norvasc, lipitor, aspirin and prinivil. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2016, follow CT imaging revealed that the previously placed trunk-ipsilateral leg component had had lost apposition to the vessel wall and migrated distally (an unknown amount) and was now positioned 69 mm below the renal arteries. Imaging further identified a proximal type I endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2016, an intervention was performed to address the device migration, endoleak and aneurysm enlargement. First, a medtronic aortic stent graft was implanted proximally for supra-renal fixation. Next, an aortic extender component was implanted to bridge the medtronic device and the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. The physician indicated disease progression of the proximal aortic neck lead to lack of circumferential device apposition, resulting in the migration, the type I endoleak and subsequent aneurysm enlargement. Images were requested but are not available for evaluation.